Event description:
It was reported that the ilet user experienced a high glucose alert with pump readings reaching 325 mg/dl after eating two servings of lima beans, rice, and cornbread without announcing the meal. Troubleshooting included disconnecting the tubing to confirm insulin drops and education about early-use glucose variability. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.